Manufacturer narrative:
The customer stated that the reagent syringe was found to be slightly loose and customer technical support (cts) advised the customer to tighten and secure the fittings on the reagent probe and syringe. The customer proceeded to tighten the syringe to resolve the issue. The customer then primed the instrument and no further leaks were observed. A beckman coulter field service engineer (fse) was not dispatched to the customer's site for this event as the customer was able to resolve the issue with the assistance of cts over the telephone. Failure mode of the event is attributed to a loose reagent syringe. Beckman coulter internal identifier for this report is (B)(4).

Event description:
The customer reported obtaining cartridge chemistry (cc) "cuvette not dry before first reagent dispense" errors, and cc "reagent delivery subsystem motion" errors from the unicel dxc 600 synchron system. While troubleshooting the issue with a beckman coulter customer technical support (cts) over the telephone, the customer discovered a contained fluid leak from reagent probe a of the instrument. The customer was wearing personal protective equipment consisting of gloves, a laboratory coat, and protected eyewear at the time of the event and no injury or direct exposure with the leak was reported. No erroneous results were generated and there was no change or affect to patient treatment in connection with this event.